Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (37 mg/dl) and the cause was not known. A glucagon shot was administered to address the bg level. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.